Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) stent dislodgment occurred. The 2.75x32mm promus element stent fell off the delivery balloon during preparation when the protective sheath was removed. Another of the same stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent correctly attached however it was severely stretched and damaged. Struts throughout were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) stent dislodgment occurred. The 2.75x32mm promus element stent fell off the delivery balloon during preparation when the protective sheath was removed. Another of the same stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.